Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a revision breast augmentation with a 325cc mentor memorygel breast implant (left) and a 400cc mentor memorygel breast implant (right) and experienced postoperative bilateral capsular contracture (left grade: ii, right grade: iii). The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with a 325cc mentor memorygel breast implant (left, catalog #:3503254bc, serial #: (B)(4)) and a 400cc mentor memorygel breast implant (right, catalog #: 3504004bc, serial #: (B)(4)) on (B)(6) 2019. This report is for the left prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The device was visually inspected and it was found with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).